Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, withdrawal difficulties occurred. The 3.50x20mm taxus liberte drug-eluting stent (des) was used to treat in-stent restenosis that had occurred in two non-bsc stents that were implanted in the right coronary artery (rca). The taxus liberte des was successfully implanted, but during withdrawal of the stent delivery system (sds) the physician experienced resistance. The physician used a lot of force and was able to remove the system. No patient complications were reported, and the patient's current condition is listed as "ok."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed, and no analysis was possible. The most probable root cause of this complaint is unknown. Product unavailable for analysis.